Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Testing could not replicate the reported failure to charge. Log review showed an invalid cable ID state present at power-up, which cleared when the electrodes were removed and reconnected. No accessories were returned as part of the investigation. Full functional testing, including charging and analysis, passed without issue. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.